Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had inaccuracies with the sensor. The insulin pump alarmed threshold suspend at 86 for the sensor glucose and 190 mg/dl for the blood glucose. The customer was using a dexcome sensor. Nothing is returning.